Event description:
It was reported that a pta balloon ruptured during the first inflation at nominal pressure while being used to treat a resistant lesion in the cephalic vein. Reportedly, an attempt was made to remove the pta balloon catheter through the 6f introducer sheath while the pta balloon was still partially inflated. During withdrawal through the sheath, resistance was encountered. Both the pta balloon catheter and the sheath were then removed simultaneously from the pt. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample has been returned to the MFR for eval. The investigation is currently underway.